Event description:
It was reported that during use with bd posiflush¿ pre-filled saline syringe the plunger was difficult to move. This is 1 of 2 reports. The following information was provided by the initial reporter, translated from french to english: the customer tells us that when she is cleaning the dialysis catheter, she feels a great deal of resistance.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd posiflush¿ pre-filled saline syringe the plunger was difficult to move. This is 1 of 2 reports. The following information was provided by the initial reporter, translated from french to english: the customer tells us that when she is cleaning the dialysis catheter, she feels a great deal of resistance.

Manufacturer narrative:
H6. Investigation summary: a device history record review was completed for provided material number 306572 and lot number 2256675. The review did reveal one (1) possible non-conformance related to the plunger rod that may have contributed to this reported incident; however, without a physical sample or picture sample, we are unable to confirm this relation. H3 other text : see h10.